Event description:
Customer reportedly received the following results on the aviva system: 452 mg/dl at 9:15am, 201 mg/dl at 9:22am, 285 mg/dl at 9:24am, 313 mg/dl at 9:25am, and 148 mg/dl at 9:31am. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.